Event description:
It was reported that during a percutaneous coronary intervention the device was unable to cross the lesion. The 99% stenosed lesion was located in the severely tortuous and moderately calcified right coronary artery. The lesion was pre dilated with an unspecified balloon and the 3.0 x 24mm promus element,mr stent delivery system was advanced, but failed to cross the lesion. After the device failed to cross the lesion dilatation was performed with a quantum balloon and the procedure was completed without any stent implanted. There were no reported patient complications and the patient's status was stable. However device analysis revealed stent damage. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Stent struts from the third most proximal row were bent outwards distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. There was a kink identified in the hypotube shaft at 16 mm distal to the catheter strain relief. A 0.015 inch product mandrel was inserted through the guide wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).